Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (patient age & gender unknown) the device was unable to discharge. Complainant indicated that the clinician applied another set of electrode pads to the patient but the problem persisted. Complainant indicated that the clinician performed CPR on the patient to continue treatment. Complainant indicated that the patient subsequently expired. Complainant indicated that during subsequent functional testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. When testing the device with the returned multi-function cable, the malfunction was observed. The malfunction was duplicated and attributed to an open apex wire within the device's multi-function cable. The cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.